Event description:
A customer reported to baxter (B)(4) a control-a-flo set in which an over infusion occurred. According to the report, the set was set to infuse a 500ml bag over a period of two days. It was observed that the set infused the entire bag of solution in 24 hours. The reported condition occurred while the set was attached to an animal patient. There were no reports of patient injury, adverse events, or medical intervention associated with this event. The customer reported that the medication could have been a combination of any of the following: sodium chloride, lactated ringers solution, oripural, vitamin b and vitamin c. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.